Manufacturer narrative:
The investigation remains in progress. Upon completion of the investigation, any additional relevant findings will be submitted to the FDA in a supplemental report.

Event description:
It was reported that the patient, who was recently implanted with an implantable cardioverter defibrillator (ICD), experienced ventricular tachycardia (vt) that was difficult to convert. The device delivered anti-tachycardia pacing (atp) and shock therapy; however, the arrhythmia reportedly persisted. Device data was provided to boston scientific for analysis and programming optimization recommendations. Tachy therapy was temporarily programmed off and later reprogrammed to monitor + therapy.